Manufacturer narrative:
The device was manufactured from may 17, 2019 - may 21, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit. The results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "delivery stopped" on a large volume infusor during a patient infusion at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.